Event description:
It was reported that the balloons of five tuftex embolectomy catheters ruptured during an embolectomy de-clot procedure. The products were retained at the hospital. No injury occurred. Please note that reports 1220948-2023-00058, 1220948-2023-00063, 1220948-2023-00064, 1220948-2023-00065 and 1220948-2023-00066 were submitted for each device involved in this incident.

Manufacturer narrative:
The product was not returned for evaluation. The exact cause of the reported balloon ruptures could not be determined. The exact cause of the issue could not be determined. Balloon ruptures are an inherent risk of using this product. As stated in the IFU: as with all catheterization procedures, complications may occur. These may include but are not limited to: infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture or tip separation with fragmentation and distal embolization. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Please note that reports 1220948-2023-00058, 1220948-2023-00063, 1220948-2023-00064, 1220948-2023-00065 and 1220948-2023-00066 were submitted for each device involved in this incident.